Manufacturer narrative:
This is one event (death) of two events reported on the same pt involving two separate products and associated with mdrs #1225714-2014-02303, 1225714-2014-02304, 1225714-2014-02305 and 1225714-2014-02306.

Event description:
The plaintiff's attorney alleged that on or about (B)(6) 2012, the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2012, after the use of the product.